Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 228 mg/dl. Customer stated that she tried with 2 different infusion sets. Customer stated that the alarm occurred. Customer stated that the alarm occurred during manual prime. Customer stated that the alarm is not recurring. Customer stated that the insulin did not exit with a manual plunger push. Customer changed the set and used the current reservoir for troubleshooting. Customer stated that the pump did alarm no delivery with manual prime. Customer was advised to do a complete set change as soon as possible. Customer was advised that it may have been a possible vent blockage due to the way she fills the reservoir.